Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09-aug-2019 with the following findings: a visual inspection of the pump showed no moisture in the cartridge compartment. A leak test revealed a leak at the display lens. The pump was opened and moisture damage was observed on internal pump components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture int the cartridge compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.